Manufacturer narrative:
The full patient identifier is case-(B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted that the wash valve could not find the home position intermittently and replaced home wash valve home sensor. In conclusion, the cause of the erroneous low troponin I (access accutni+3) result is a hardware malfunction.

Event description:
On (B)(6) 2020 the customer reported obtaining one non-reproducible low troponin I (access accutni+3) result for one patient involving the laboratory's access 2 immunoassay analyzer (serial number (B)(6)). The customer stated that while running samples, the instrument experienced wash valve pump motion errors. The customer repeated the samples on another access 2 instrument (serial number not provided) with discrepant results for one of the samples. No result was provided by customer. There was no report of an injury or illness or a change to patient treatment attributable to the output from the device in this event. The erroneous result was not reported out of the lab. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2020. The fse determined the issue to be a faulty wash valve home sensor and replaced the sensor. Sample information such as sample collection tube, centrifugation time and speed, storage or handling was not provided by the customer. Problem: customer reported wash valve motion errors on access 2i, s/n (B)(4). The customer stated that troponin samples run on (B)(4) were repeated on another analyzer with discrepant results. The customer declined to provide further data. Resolution: (per (B)(4)) customer technical support (cts) walked customer through the process of disassembling, cleaning, and reassembling the wash valve. Cts had customer remove wipes and initialize the instrument. The customer primed the dispense probe 6 times with no errors. The customer ran system check and quality control to validate the instrument. The customer would call back if failures or errors persisted. The customer did not call back.

Manufacturer narrative:
Event is not reportable per additional information provided by customer on 06apr2020 as the customer had inadvertently indicated result was erroneously low when in fact it was not erroneously low but high.

Event description:
Based on information received on 06avr2020 the event is no longer reportable as the customer had inadvertently indicated result was erroneously low when in fact it was not erroneously low but high. On 13mar2020 the customer reported obtaining one non-reproducible high troponin I (access accutni+3) result for one patient involving the laboratory's access 2 immunoassay analyzer (serial number (B)(6)). The customer stated that while running samples, the instrument experienced wash valve pump motion errors. The customer repeated the samples on another access 2 instrument (serial number not provided) with discrepant results for one of the samples. No result was provided by customer. There was no report of an injury or illness or a change to patient treatment attributable to the output from the device in this event. The erroneous result was not reported out of the lab. A beckman coulter field service engineer (fse) was dispatched to the customer site on 16mar2020. The fse determined the issue to be a faulty wash valve home sensor and replaced the sensor. Sample information such as sample collection tube, centrifugation time and speed, storage or handling was not provided by the customer.